Manufacturer narrative:
The device was not available for return and evaluation. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. Many factors contribute to the onset and propagation of calcification. These can include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. As the device was not returned for evaluation, the root cause for the calcification and stenosis cannot be conclusively determined at this time. However, it is likely that patient related factors and progression of the underlying disease may have contributed to the event. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
(B)(4). Edwards received information through its implant patient registry that a 25mm pericardial aortic valve, implanted seven (7) years, five (5) months, fourteen (14) days, was explanted due to calcification and stenosis. The explanted device was replaced with a 25mm pericardial aortic valve. The explanted device was not available for return. Per obtained medical records, the patient presented with shortness of breath with activity and occasional dizziness. The patient underwent aortic valve replacement and 3-vessel coronary artery bypass graft (CABG). During the surgery, the calcified valve was removed and replaced with a new 25 mm pericardial aortic valve. The new valve was seated well and there was no paravalvular leak at the end of the case. The patient was discharged on post-operative day seventeen (17).